Event description:
Edwards received information an aortic pericardial valve was explanted after an implant duration of thirteen (13) years, four (4) months. Through follow-up with the healthcare provider, it was learned that the reasons for explant were calcification, stenosis, regurgitation and leaflet tear. The patient underwent redo aortic valve replacement with ascending aorta and aortic arch replacement due to aneurysmal degeneration. The patient weaned from bypass without difficulty. Post-operatively, the patient had a junctional rhythm with some complete heart block that was treated with a permanent pacemaker, post-operative anemia and was discharged home on post-op day #10.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed. Moderate to heavy calcification was observed in the cusp area of all three (3) leaflets via gross observation and x-ray. Two tears were observed on leaflet 1 and a partial tear was observed on leaflet 3. The partial tear did not tear through the entire thickness of the leaflet. Leaflet 3 also had a hole in the cusp. Calcification was observed near the regions of the tears and hole. Thickened and swollen tissue was identified on all three leaflets at all three commissures. Incidental findings included: minimal to moderate host tissue on the inflow aspect of the device, thrombi and hematoma on all three leaflets. Wireform distortion was observed at commissures 1 and 2, and the wireform of commissure 1 was exposed on the outflow aspect. These damages were most likely due to explant. Method: xray. Additional manufacturer narrative: calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to calcification of bioprosthetic heart valves. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. It is noted this patient was (B)(6) at time of device implantation and had a history of aortic stenosis of the native aortic bicuspid valve. Age and history could be contributing factors. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification of this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.